Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively, and the explanted lead was not returned as it was kept by the medical facility.